Event description:
The customer reported a motion disabled error message which caused a loss of motorized movements. The system would be effectively unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.